Event description:
Boston scientific received information that a red alert was generated for this system due to a shocking impedance measurement greater than 200 ohms. However, two months ago, the measurement was 31 ohms. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was subsequently performed and the device and this lead were removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and possible explanations and troubleshooting. The system remains implanted at this time. This product issue will be re-evaluated if additional details are received.